Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that her insulin pump went to zero on (B)(6). Customer stated that she had no insulin at all during the night. Customer stated that the bolus wizard keeps turning off. Customer only had a low reservoir alarm in the alarm history. Customer's husband stated that the customer's blood glucose has been running high 200-300 mg/dl. Customer did a test tonight and her blood glucose was 308 mg/dl. Customer gave a bolus to cover dinner. Customer stated that she changed the set yesterday and changes the set every 3 days. Customer mentioned that the belt clip was cracked. Customer mentioned that she woke up with blood glucose of 400 mg/dl and her basal rates have been wiped out and are at zero. Customer reported there were no significant alarms in the alarm history. Customer treated with the pump. Customer's call was then dropped.